Event description:
Kangaroo pump was stating that it was infusing and flushing but upon investigation it was increasing the volume and stating delivered but not going through the tube to dobhoff into patient. Unable to flush, pull back. Md made aware and evaluated. Order to pull dobhoff and don't reinsert. Clotting observed 1/4 way from weight. Md at bedside. Charge nurse, nurse manager away and pump tagged with orange tag for repair.